Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a routine follow-up, the pulse generator exhibited inappropriate measured data.

Event description:
New information notes the device exhibited normal battery and remaining longevity readings during recent follow up. The patient would be monitored.